Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues charging their implant and the issue began probably 2 weeks ago on a saturday. Pt stated they were charging their implant and their recharger was not turning on (patient services (ps) understood this as recharger was blank and unresponsive). Pt noted they couldn't get it to charge the whole way and they were down to a quarter (ps understood this as pt's implant battery). Pt also noted it was showing all kinds of garbage (ps was confused but understood this as messages on the recharger screen). During the call ps attempted to reset the recharger with the pt but pt was having difficulty removing the back cover of the recharger. Pt was unable to remove the back cover of the recharger so ps reviewed recharger to wireless recharger upgrade with the pt. The issue was not resolved. The caller was redirected to ps sent an email to representatives for recharger to wireless recharger kit process. The rep indicated they'd reach out to the patient. No new information regarding the event was received. A replacement wireless recharger was sent out to the patient to replace the mal functioning insr. Additional information was received. Patient reported that the recharger was initially not turning on, and when it did, it was having a hard time finding and recharging the device.